Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report will be updated at that time.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Consequently, the device was explanted and replaced. At this time, there is no evidence that suggests data analysis was performed prior to the explant procedure to confirm the code observation or a premature battery depletion (pbd) suspicion. No additional adverse patient effects were reported. The product is expected to be returned for analysis by the explanting hospital.